Manufacturer narrative:
(B)(4).

Event description:
This companion external battery was not in patient use. The customer reported that the companion external battery could not be charged. The customer also reported that the companion external battery was inserted in a companion 2 driver to be charged and after 48 hours, it still could not be charged. This alleged failure mode poses a low risk to a patient because the companion external battery was not in patient use when the issue was observed. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The companion external battery was returned to syncardia for evaluation. The external battery was received in a state of deep discharge and was in a recovery mode (zvchg), which could look to an observer that the external battery was not accepting a charge; however, the investigation determined that the battery's recovery mechanisms were operating as intended. The root cause of the deep discharge could not be conclusively determined. However, analysis of the system management bus (smbus) data indicated that it was subjected to over-discharge events, causing the cell under-voltage (cuv) condition and entrance into zvchg mode. Following the low voltage recovery process, the external battery passed all test sections of the evaluation procedure. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
This companion external battery was not in patient use. The customer reported that the companion external battery could not be charged. The customer also reported that the companion external battery was inserted in a companion 2 driver to be charged and after 48 hours, it still could not be charged.